Event description:
It was later reported that, at the time of this report, the patient¿s pump no longer worked. It stopped working approximately one year prior to this report. When the pump stopped working, the patient went through withdrawal. The patient¿s managing healthcare provider (hcp) managed the withdrawal symptoms. At the time of this report, the patient was no longer going through withdrawal.

Event description:
It was reported there were withdrawal symptoms. It was reported device interrogation showed the pump reached the elective replacement indicator (eri) on (B)(6) 2014. However, there was a refill or programming done on (B)(6) 2013 and the estimated eri on the telemetry from that date was 1 month. The system was being used to deliver morphine sulfate. It was later reported that eri was reached on (B)(6) 2013. Therapy was suspended on (B)(6) 2014 and the pump medication was replaced with saline because the patient was not medically stable to undergo pump replacement. The pump telemetry reading showed the ¿schedule to replace pump by¿ date was (B)(6) 2014. The patient was given tylenol-codeine #4 as an oral tablet 300-60 milligram (mg) and diazepam as an oral tablet 5 mg on (B)(6) 2014. The event resolved without sequelae on (B)(6) 2014. The severity was noted as ¿mild.¿ it was clarified that the patient had called to report withdrawal symptoms on (B)(6) 2014. Information was received on (B)(6) 2015 indicating the pump was not working. The cause of the pump not working was requested in addition to the patient¿s outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#:(B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).